Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Conccomitant product : 5076-45 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular lead dislodged. The threshold was increased and varying positionally, and a chest x-ray revealed less slack. The lead was repositioned and remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the device descended in the pocket, which may have caused the lead to pull up and lose redundancy. The device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.